Manufacturer narrative:
The customer changed the multiassay diluent, which did not solve the problem. The investigation is ongoing.

Event description:
There was an allegation of questionable estradiol g3 elecsys results from cobas 8000 e 602 module serial number (B)(4). The initial result was > 3000 pg/ml. The results with a 1:10 dilution were 1949/1964 pg/ml. The result with a 1:2 dilution was 2564 pg/ml and was believed correct. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.